Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, a user newly initiated on ilet therapy experienced hyperglycemia, with a reported blood glucose (bg) of 462mg/dl. The user reported feeling weak, and a caregiver called ems. Ems transported the user to the hospital and administered insulin. The user remained on the ilet, and therapy resumed. The event did not result in long-term health effects.